Event description:
The patient claimed that the up and down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact there was no adverse event associated with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was torn by the contrast, ok, up arrow and down arrow keypad buttons. It was also found that the bolus button was torn. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the keypad button symbols were worn. Evaluation revealed that the contrast keypad button was intermittently unresponsive. All other keypad buttons responded appropriately. All keypad buttons have normal spring back or click. There was evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, discolored/faded display screen, and a scratched display lens which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.